Event description:
Hill-rom received a report from the account stating the head up function moved unintentionally (self-run). The bed was located in the hall of the facility. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the upper control board needed to be replaced. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 and 2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the upper control board to resolve the issue. Based on this information, no further action is required.